Manufacturer narrative:
The reported event was confirmed. A device history review was not performed because no lot number was provided for the returned samples. However, the problem is not with the ch-14 devices. There were no visual assembly anomalies or deformities found with the returned spikes and the spike insertion dimensions were within specification. The problem appears to be with the rubber stopper coring during insertion.

Manufacturer narrative:
The device involved in the event has been received by the manufacturer for further investigation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that after the spike was inserted into the normal saline bottle, rubber scraps fell into the liquid. There was no patient involvement reported.